Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no moisture damage inside the pump. The pump had minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, broken belt clip slot and scratched case.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 150 mg/dl at the time of incident. The customer's father stated that the customer jumped in the pool with the pump on. He stated that there water inside the pump and the buttons are not working. He was advised to disconnect from the insulin pump and revert to back-up plan. He was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.